Manufacturer narrative:
A visual examination of the returned device found the generator to be in good physical condition. A mechanical evaluation was performed and the unit was found to meet specifications. During additional testing, when the unit was switched to the monopolar mode, system and pad fault alarms sounded and the unit went to 02 and could not be adjusted. The unit's power was cycled and upon power-up, the front panel display did not illuminate. Further investigation found that the mother board was drawing too much power from the power supply loading down the output and causing a fault. A power transistor shorted the gate to source. The root cause of the device failure was determined to be normal wear and tear. A review of the device history record shows the unit has no prior history of service. No deviations were found during original manufacturing. A history search was performed on this device serial number and found no other complaints exist for this device.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit refurbished was in use during a procedure in 2009. According to the complainant, the wattage was set to 20 monopolar; however, when the footpedal was depressed, the wattage setting went back to 2 and would not go any higher. Reportedly, the footswitch and forceps were functioning normally. Another device was used to complete the procedure (unknown manufacturer). There were no patient complications reported as a result of this event. The patient's condition was reported to be "unknown".